Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during the basic occlusion test due to a protruded and loose drive support disk. The insulin pump had minor scratches on the display window, cracked battery tube threads, a cracked reservoir tube lip and a missing end cap sticker.

Event description:
It was reported that the customer received several compromised force sensor system alarms. The insulin pump's piston continued to move forward after it made contact with the reservoir and insulin squirted out. The customer was unable to finish the prime procedure. His/her blood glucose level was not reported. The customer was advised to disconnect from the insulin pump and revert to a back up plan. The product will return. Nothing further to report.